Event description:
Received information from pt's father indicating his daughter was admitted to the hospital due to elevated bg (~600) and presence of ketones.

Manufacturer narrative:
No product has been returned for eval. Should unit be returned and new information become available, a follow-up MDR will be submitted.